Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported the device was not programmed correctly. On several occasions the device malfunctioned and tripped out. It was also mentioned the rep had to jumpstart the neurostimulator. It was also reported that the stimulator was stuck in repeat mode on full blast for 5 hours compelling the patient's legs to kick. The patient was exhausted after and in pain. It was reported it was unknown if the ins was implanted incorrectly or was not programmed properly.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 3778-60 serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that patient feels their implantable neurostimulator (ins) over heated or battery exploded which had been going on for two years now. Patient stated they were not sure if it is spinal fluid, if the ins is leaking ,or what. Patient stated they could not find a health care provider (hcp) or manufacturer's representative (rep) that is willing to help her. Patient does not have any pain medication and the device hasn't been working for a long time. Patient stated they have not had any falls or trauma that could have led to thus. Patient stated she did not want to go to their old hcp because he was ordering unnecessary procedures. Patient met with the rep at the hcp's office and once the rep started it back up again, they couldn't feel it. Patient stated the rep ran a lead check and found the leads were not connected. Patient stated that the fi le showed only one lead and it should have showed two. An x-ray was done and then the hcp decided he did not want to do medtronic devices anymore. Patient stated that after that just disappeared and she hasn't been able to get her issue addressed. Patient stated their ins was never installed properly after they had the current device put in. Patient also mentioned that she feels her ins migrated and feels like it has dropped way low which was causing bladder problems, patient also indicated that at this point she had found an hcp that was willing to remove it but not fix the problem.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 08-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for chronic low back pain and non-malignant pain. The patient reported that their device would not charge. They have been trying to charge but cannot and they think it is stuck in MRI mode. They tried to use the patient programmer after changing the batteries but reported poor communication. They did not have their recharger for further troubleshooting during the report. The patient stopped feeling stimulation about 2 weeks prior to the report and started feeling like the wires were flopping around. The patient noted having a lot of fall lately. The patient was redirected to follow up with their healthcare professional (hcp) so they were sent an hcp listings. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2019. When asked if it was determined how falling affected their device which caused an inability to charge, loss of stimulation, and it being stuck in MRI mode, the patient responded that¿s not what happened. The stimulator¿s battery deployed and while the manufacture representative (rep) was charging it, the wires burnt off and are still waiting to see how bad and or if they have meningitis or a spinal fluid leakage. X-rays were taken. The healthcare professional (hcp) and rep want to completely remove the battery and leads and put one in. It was confirmed that the lead was flopping around. It burnt off and is not connected to the battery which was confirmed from the rep¿s lead check. No further complications were reported/are anticipated.